Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they visited their dds who stated the aligners have caused significant irreversible harm and the patient was advised to stop wearing byte aligners immediately. The patient was referred to a periodontist regarding periodontal disease.